Event description:
The customer reported via phone call that he had changed the battery a couple times and the pump started making a noise after the customer had disconnected and taken a shower. Customer stated that the pump had a blank screen. Customer received a battery out limit alarm. Customer's blood glucose was 45 mg/dl. Customer drank juice to treat. Customer stated that the pump alarmed after a battery change. Customer stated that the batteries were out of the pump greater than the duration allowed by the pump. It was explained that this is normal pump behavior. Customer stated that he knows why his blood glucose is low. Customer inserted a new battery and stated that the display returned. Customer was advised to monitor the pump and to only use new batteries. Customer will be sent a replacement battery cap.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.